Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was damaged during the loading sequence causing multiple needles to become blocked. Customer changed the syringe needle to resolve the issue. There was no reported adverse impact to customer's blood glucose.